Manufacturer narrative:
On 03/23/20, abaxis received a call from customer lab getting black screen on their piccolo xpress analyzer serial number (B)(4). Lab also reported smoking. No fire or injury was reported. Abaxis technical support asked customer to return instrument to abaxis for service and will send loaner unit. Investigation pending awaiting return of the defective analyzer.

Event description:
Black screen on analyzer and smoking.

Manufacturer narrative:
An investigation into the returned analyzer did not duplicate the customer issue. The analyzer was then fully cleaned and was added to abaxis' recertified inventory upon passing post evaluation testing. A replacement unit (sn: (B)(6)) was already sent to customer when call was received (03/23/20) for customer satisfaction.